Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Revision of a 2009 reverse total shoulder replacement. Reason for revision was notching. Humeral component was loose. Components changed: glenosphere, humeral stem, uhmwpe liner. Single screw also removed from baseplate as notching from stem was hitting.

Event description:
Revision of a 2009 reverse total shoulder replacement at (B)(6) hospital by dr (B)(6). Reason for revision was notching. Humeral component was loose. Components changed: glenosphere, humeral stem, uhmwpe liner. Single screw also removed from baseplate as notching from stem was hitting. Additional information provided 3/6/25: due to the procedure being initially undertaken in 2009 I do not have the usage. I have a spreadsheet of usage from master dater. Believe it was the 2nd revision. No remarkable events, being revised due to notching/ metalosis.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. From the only provided picture taken in the operating room just after the devices explantation (soiled devices), we can observe that the removed peripheral screw was cut diagonally almost to the other extremity. Since the provided picture of the explanted devices was provided, the opinion of a r&d expert was sought and stated as follows: the notching on the screw is visible. It is probably at the spacer level that the friction with the screw occurred. Was the insert disassembled? A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.